Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a numerous flexvision pc with ippc errors resulted in the system not being able to complete the startup sequence. The fse replaced the fru flex-pc ep/hd. After replacement of the fru flex-pc ep/hd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.